Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector blood is backflowing. There was no report of patient impact. The following information was provided by the initial reporter: blood collects in the caps when attaching the extension tubing. The collar does not retract enough, and blood fills the collar while attaching the tubing to the hub.

Manufacturer narrative:
H6: investigation summary: photos were returned by the customer. It was reported by the customer that blood collects in the caps when attaching the extension tubing. There photos show the packaging, a sample still inside the packaging, and the sample while in use. The photos showing the product in use show blood collecting in the caps. Therefore, the customer complaint can be verified. The root cause of this failure was not identified as no product was returned. A device history record review for model mp5301-c lot number 22109391 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector blood is backflowing. There was no report of patient impact. The following information was provided by the initial reporter: blood collects in the caps when attaching the extension tubing. The collar does not retract enough, and blood fills the collar while attaching the tubing to the hub.